Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the batteries and the issue was resolved. Subsequently, performed a full pm, unit passed all functional and safety tests to factory specifications. The iabp was returned to customer and cleared for clinical use. The initial reporter named in is a getinge employee whose contact details are: (B)(6), which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a battery runtime failure. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a battery runtime failure. There was no patient involvement, and no adverse event reported.